Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address pain. Workup showed loosening of his implant. During revision, some proximal scar tissue were removed, revealing some micro motion on the femur. Darkened synovial tissue was found behind the cup. Doi: (B)(6) 2009 - dor: (B)(6) 2017; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot =previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Event description:
Medical records received indicated that it was noted that the patient has had a left hip replacement and surgery. It is unknown at this time if depuy product were involved.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address loosening of the stem at the bone to implant interface. It also states that there was a well fixed asr cup that was explanted. (B)(4) has been reopened due to receipt of asr litigation records alleging injury, severe pain, elevated blood metal cobalt and chromium levels, emotional injuries, trouble sleeping and walking, metallosis, adverse reaction to metal debris and emotional distress. According to the document, the surgeon specifically mentioned the presence of synovial debris and some darkened synovial tissue in his operative note. Doi: (B)(6) 2009; dor: (B)(6) 2017 (right hip).